Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration / could not find coil /still inside"), pregnancy with contraceptive device ("post implant pregnancy") and postoperative wound infection ("mrsa infection in c-section site") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient had not done the confirmatory hsg". The patient's previously administered products included for contraception: birth control pills from 2006 to 2008 and birth control pills from 2002 to 2005. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premature labour ("premature contractions"). On (B)(6) 2009, the patient experienced premature delivery ("delivery at gestational (B)(6)"). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), fatigue ("fatigue"), headache ("headaches"), menstrual disorder ("menstruation issues"), pelvic pain ("pelvic pain"), weight increased ("weight gain"), depression ("depression"), escherichia urinary tract infection ("uti e coli"), chest pain ("chest pain"), vaginal infection ("vaginal discharge with yeast infection") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with iron, acetylsalicylic acid (aspirin), paracetamol (tylenol), ibuprofen (motrin) and surgery (tubal ligation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature labour, premature delivery, fatigue, headache, menstrual disorder, pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, depression, escherichia urinary tract infection, chest pain, vaginal infection and migraine outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2009. The reporter considered chest pain, depression, device dislocation, escherichia urinary tract infection, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, premature delivery, premature labour, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, premature labour and device monitoring procedure not performed . Twins were born with hypospadias (linked case (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan - in (B)(6) 2009: discordant twins / decrease in af baby a. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - reporters added, historical drug, lab data, events abnormal vaginal bleeding, menorrhagia, depression, uti e coli, chest pain and vaginal discharge with yeast infection added. Pregnancy outcome updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration / could not find coil /still inside/ malposition/ migration of essure device - location of device: missing"), pregnancy with contraceptive device ("post implant pregnancy") and postoperative wound infection ("mrsa infection in c-section site") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient had not done the confirmatory hsg". The patient's previously administered products included for contraception: birth control pills from 2006 to 2008 and birth control pills from 2002 to 2005. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/ heavy menses"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), headache ("headaches/ headache"), pelvic pain ("pelvic pain/ pain pelvis"), weight increased ("weight gain"), depression ("depression"), escherichia urinary tract infection ("uti e coli"), chest pain ("chest pain") and migraine ("migraines"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premature labour ("premature contractions"). On (B)(6) 2009, the patient experienced premature delivery ("deliery at gestational age of 36 weeks + 4 days"). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), fatigue ("fatigue"), menstrual disorder ("menstruation issues/ alternat scant bleeding"), vulvovaginal mycotic infection ("vaginal discharge with yeast infection") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with iron, acetylsalicylic acid (aspirin), paracetamol (tylenol), ibuprofen (motrin) and surgery (tubal ligation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature labour, premature delivery, fatigue, headache, menstrual disorder, pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, depression, escherichia urinary tract infection, chest pain, vulvovaginal mycotic infection, migraine and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2009. The reporter considered chest pain, depression, device dislocation, escherichia urinary tract infection, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, premature labour and device monitoring procedure not performed . Twins were born with hypospadias (linked case numbers (B)(4) and (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Ultrasound scan - in (B)(6) 2009: discordant twins / decrease in af baby a. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration / could not find coil /still inside/ malposition/ migration of essure device - location of device: missing"), pregnancy with contraceptive device ("post implant pregnancy") and postoperative wound infection ("mrsa infection in c-section site") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient had not done the confirmatory hsg". The patient's previously administered products included for contraception: birth control pills from 2006 to 2008 and birth control pills from 2002 to 2005. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/ heavy menses"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), headache ("headaches/ headache"), pelvic pain ("pelvic pain/ pain pelvis"), weight increased ("weight gain"), depression ("depression"), escherichia urinary tract infection ("uti e coli"), chest pain ("chest pain") and migraine ("migraines"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premature labour ("premature contractions"). On (B)(6) 2009, the patient experienced premature delivery ("delivery at gestational age of 36 weeks + 4 days"). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), fatigue ("fatigue"), menstrual disorder ("menstruation issues/ alternative scant bleeding"), vulvovaginal mycotic infection ("vaginal discharge with yeast infection") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with iron, acetylsalicylic acid (aspirin), paracetamol (tylenol), ibuprofen (motrin) and surgery (tubal ligation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature labour, premature delivery, fatigue, headache, menstrual disorder, pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, depression, escherichia urinary tract infection, chest pain, vulvovaginal mycotic infection, migraine and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2009. The reporter considered chest pain, depression, device dislocation, escherichia urinary tract infection, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, premature labour and device monitoring procedure not performed . Twins were born with hypospadias (linked case numbers (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Ultrasound scan - in (B)(6) 2009: discordant twins / decrease in af baby. A most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Event: vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / could not find coil /still inside/ malposition/ migration of essure device - location of device: missing"), pregnancy with contraceptive device ("post implant pregnancy") and postoperative wound infection ("mrsa infection in c-section site") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient had not done the confirmatory hsg". The patient's previously administered products included for contraception: birth control pills from 2006 to 2008 and birth control pills from 2002 to 2005; for an unreported indication: loestrin from (B)(6) 2006 to (B)(6) 2008 and ortho tri cyclen from 2002 to 2005. Concomitant products included copper sulfate;ferrous sulfate;manganese sulfate (ferrous sulphate co) since (B)(6) 2009, ibuprofen since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/ pain pelvis") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"), headache ("headaches/ headache"), menorrhagia ("menorrhagia/ heavy menses"), depression ("depression"), anxiety ("mental anguish"), vulvovaginal mycotic infection ("vaginal discharge with yeast infection"), migraine ("migraines") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced escherichia urinary tract infection ("uti e coli") and chest pain ("chest pain"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premature labour ("premature contractions"). On (B)(6) 2009, the patient experienced premature delivery ("deliery at gestational age of 36 weeks + 4 days"). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), menstrual disorder ("menstruation issues/ alternat scant bleeding") and mood swings ("mood swing"). The patient was treated with acetylsalicylic acid (aspirin), ibuprofen (motrin), iron, paracetamol (tylenol) and surgery (tubal ligation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature labour, premature delivery, fatigue, headache, menstrual disorder, pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, depression, anxiety, escherichia urinary tract infection, chest pain, vulvovaginal mycotic infection, migraine, vaginal discharge and mood swings outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2009. The reporter considered anxiety, chest pain, depression, device dislocation, escherichia urinary tract infection, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, premature labour and device monitoring procedure not performed . Twins were born with hypospadias (linked case numbers (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Ultrasound scan - in (B)(6) 2009: results: discordant twins / decrease in af baby a. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received - new event 'mental anguish' and ' mood swing' were added. Historical medication were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.